Event description:
Breast implants by dow corning implanted 1991. By 1993 severe breast pain. Through the years fatigue leading to severe fatigue by 2000. Along with exhaustion there are brain fogs, concentration and severe memory problems. Aging at an accelerated pace. Eyes deteriorating at a rapid rate. My life has become meaningless because I can't work or function. I'm not myself and have depression. I merely exist.